Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. Per additional follow up from the customer, the device was cleaned, disinfected, and sterilized the product before it sent in for repair. According to the customer, it is not known if there was a delay in the start of the pre-cleaning. The air/water nozzle was flushed with air and water. It is not known if the nozzle was cleaned with lint-free cloths/brushes/sponges. The air/water nozzle was flushed with detergent solution. The event can be detected/prevented by implementation in accordance with the below instructions for use: instructions, operation manual for gif/cf/pcf-290 series chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions, reprocessing manual for gif/cf/pcf-290 series chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation found that due to damage on the charge coupled device (ccd) unit, the zoom function did not work smoothly; due to wear of angle wire, bending angle in up direction does not meet the standard value; due to wear of angle wire, the play of upward/downward angulation control knob is out of the standard value; adhesive on a-rubber has a chip; adhesive on bending section cover has a crack; adhesive on bending section cover has white-clouded area; switch 3 has a scratch; switch 1 has a cut; adhesive around objective lens is peeled; adhesive around light guide lens is peeled; plastic distal end cover has a dent; connecting tube has a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the flex video scope zoom function could not be canceled. There were no reports of patient harm. The device was returned for evaluation. Inspection and testing found foreign material in the air/water nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.